Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side; capsular contraction baker grade ii. Healthcare professional later reported right side baker grade IV. Device remains implanted.

Event description:
Patient reported, right side capsular contraction, baker grade ii. Healthcare professional later reported, right side baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: observed, opening in the anterior side assessed, as surgical damage. White particle observed, on the device. Wear abrasion observed, on the device. Crease fold observed, on the device. No further actions are required, as the device was implanted.

Event description:
Patient reported right side; capsular contraction baker grade ii. Healthcare professional later reported right side baker grade IV. Device has been explanted.

Event description:
The device has been explanted.